Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the left ventricular assist device (lvad) devices and the reported events could not be conclusively determined through this evaluation. The purpose of this research article, ¿should living alone be an absolute contraindication to heartmate 3 implantation: a single center experience,¿ was to evaluate the influence of residence status (living alone vs living with caregiver) on complications and survival of heartmate 3 (hm3) patients at a high-volume center. A retrospective study was conducted that reviewed all patients implanted with a hm3 between jun2020 and aug2023 at a single center. The patients¿ baseline characteristics, clinical outcomes, residence status and responsibility for driveline management were extracted from electronic medical records. The study outcomes included survival, driveline infection (dli), gastrointestinal bleeding (gib), readmission, and death. Among 128 hm3 patients, 21 (16%) lived alone and 107 (84%) lived with a caregiver. Baseline characteristics were similar between the two groups. During the median follow-up of 519 [222-746] days, 5 (4%) patients died, 13 (10%) had dli, 15 (12%) gib and 71 (56%) were readmitted. There was a numerical trend towards worse outcomes among patients living alone vs not in the study outcomes. Two-year survival was 82% among patients living alone and 94% among patients living with caregiver. The study concluded that living alone might be associated with an increased risk of complications following hm3 implantation, however it should not be considered prohibitive of this life saving therapy. Heightened vigilance and care are required by the medical teams in order to mitigate these adverse events. The serial numbers or other identifying information of the products were not reported and were not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of this IFU lists potential adverse events, including death, that may be associated with the use of the hm 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article "should living alone be an absolute contraindication to heartmate 3 implantation: a single center experience,¿ that the heartmate 3 (hm3) may be related to death, driveline infection (dli), and gastrointestinal bleeding (gib). A retrospective review of all patients implanted with hm3 between (B)(6) 2020 and (B)(6) 2023 was performed. Patients¿ baseline characteristics, clinical outcomes, residence status and responsibility for driveline management were extracted from electronic medical records. Study outcomes included survival, dli, gib and readmission. Among 128 hm3 patients, 21 lived alone and 107 lived with a caregiver. During the median follow-up of 519 days, 5 patients died, 13 had dli, 15 gib and 71 were readmitted. There was a numerical trend towards worse outcomes among patients living alone vs not in the study outcomes. 2-year survival was 82% among patients living alone and 94% among patients living with caregiver.

Manufacturer narrative:
Section a, d: specific patient information and device serial number are documented as unknown. Device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section b3: date of event is approximate as the data were collected between june 2020 and august 2023. Ladanyi, a., shahidi, c., calì, f., carey, deluty, s., mondellini, g., pinsino, a., feldman, v., sayer, g., kaku, y., uriel, n., takeda, k., colombo, p., & yuzefpolskaya, m. (2024). Should living alone be an absolute contraindication to heartmate 3 implantation: a single center experience. The journal of heart and lung transplantation, 43(4), s541¿s542. Https://doi.org/10.1016/j.healun.2024.02.787 no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.